Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing through pinch valve pv37 was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak on the counter while performing startup of the coulter lh 500 hematology analyzer. The customer did not find any disconnected tubing. The volume of the leak was not specified and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.